Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium (na) results generated on the alinity c processing module for a patient sample. The following data was provided (customer¿s reference range 135-145 mmol/l): sample ID (B)(6), initial result = 112.72 mmol/l, repeat results = 138.56 mmol/l, 139.78 mmol/l . No impact to patient management was reported.

Manufacturer narrative:
Additional information section h4 - device mfg date. The complaint investigation for falsely depressed sodium results while using alinity c ict sample diluent, lot number 23265un25, on an alinity c processing module, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. The customer retested the sample using the same lot of reagent which gave acceptable results. In addition, the quality control (qc) was performing within the expected ranges. No subsequent issues have been reported. A search for similar complaints did not identify an increase in complaint activity for lot 23265un25, and no increase in complaint activity was identified for list number 7p53. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with complaint lot 23265un25. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6), or alinity c ict sample diluent lot number 23265un25, was identified.

Event description:
The customer observed falsely decreased sodium (na) results generated on the alinity c processing module for a patient sample. The following data was provided (customer¿s reference range 135-145 mmol/l): sample ID (B)(6) initial result = 112.72 mmol/l, repeat results = 138.56 mmol/l, 139.78 mmol/l. No impact to patient management was reported.